Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. During the duett deployment safety check, blood return was noted on aspiration. No attempt was made to resolve this, or to abort the deployment. Prior to procoagulant delivery, the duett device was removed from the introducer sheath and the procoagulant was injected through the side arm of the introducer sheath without the duett device in place. The sheath was then removed and compression was applied. Following the deployment the pt experienced loss of pulses. An occlusion was confirmed and treatment consisted of surgical intervention. The treatment was successful and no further complications were reported.